Event description:
The dist in (B)(6) reported that the device's vte is lower that what is set. During o2 calibration, vte decreases. The exhale differential transducer calibration fails. Per dist, unit failed while on a pt however there was no pt harm.

Manufacturer narrative:
This add'l pt info is being submitted outside the prescribed reporting time period. On (B)(6) 2015, carefusion received info from the distribution that the pt expired on (B)(6) 2015 due to pt's medical condition unrelated to the ventilator.

Manufacturer narrative:
The original date of awareness on the initial MDR is (B)(6) 2015. The unit return for evaluation upon receipt the turbine, was installed in known good vela unit. Once powered on in respiration mode and received the following multiple error codes, vent inop, motor fault, circuit disconnect, low pip, low ve, turbine was not operational, and events shows a checksum error. Findings/root-cause: re-started vela unit after turbine interface pcba change, in respiration mode, could not duplicate delivered volume low. Performed delivered and monitored volume tests per service manual and results were within limits per service manual. Ran vela unit in respiration mode overnight for 16 hours, delivered volume range still within ranges (500 ml +/- 100 ml) per service manual. Could not duplicate customer compliant of delivered volumes were low, no further investigation is needed. In conclusion replaced turbine interface pcba, powered back on in respiration mode, turbine operational, codes cleared. This is considered a known issue and has been addressed with an internal action.

Manufacturer narrative:
(B)(4). Carefusion (B)(6) svc representative evaluated the device and identified a malfunctioning turbine as the cause in this event. The carefusion (B)(6) svc rep replaced the turbine and ran the device through a complete operational checkout per the svc manual to ensure the device meets factory specifications. Carefusion has requested add'l info from the dist concerning the reported event and the condition of the pt. As of may 8, 2015 there has been no response from the user facility.